Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test; sensor passed per specification. Also, performed bicarbonate buffer test; sensor failed per specifications due to low readings. Also found sensor cannula bent unable to confirm if customer was received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with her sensor. During troubleshooting for sensor issues she mentioned she had experienced high blood glucose of 444 mg/dl. She declined troubleshooting for high blood glucose event. Customer was advised to remove sensor and it was noted that it was bent. Customer agreed to return the date for further analysis.